Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was returned for evaluation. On visual evaluation, the sample appeared to have residue on the cannula and at the distal end of stylet. And it was noted that the foreign material was returned with this sample and the wire like material came back with the device. And ftir analysis was done, it was noted that the eds analysis showed the major peak of titanium (ti) and minor peaks of aluminum(al) and vanadium(v). One electronic photo was provided for review. Photo shows the wire like material where the wire was noted to be damaged. Therefore, based on the photo review, the reported failure foreign material can be confirmed. Based on the photo review and sample evaluation analysis, the reported foreign material is confirmed as the wire like material was noted along the package. A definitive root cause for the alleged device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 10/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, a foreign material was allegedly found on the needle notch of the device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy procedure, the needle notch allegedly had foreign material. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.